Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% restenosed coronary lesion in the distal left anterior descending artery with heavy calcification. Resistance was felt with the patient anatomy while advancing the 3.5 x 15 mm xience xpedition. Several attempts were made, with force; however, the stent delivery system (sds) was not able to cross the lesion due to the patient anatomy and the distal shaft kinked outside the patient anatomy. Resistance was also felt with the patient anatomy during removal of the sds. Another xience stent was used to successfully complete the procedure and the patient final outcome is satisfactory. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The kink was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.